Event description:
During the repair of the vaginal laceration after a vaginal delivery the needle detached from the suture at the base. The needle was lodged in the vaginal tissue. The provider was able to retrieve the needle from the patient without harm to himself or the patient. The needle was disposed of, but the packaging was retained. 3-0 vicryl rapide 36 in. On a CT-1 lot av4476 exp 2029-03-31 vr944.